Event description:
Caller states pt reportedly received result of 204 mg/dl on the inform system and result of 34 mg/dl on lab value within 10 mins. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.